Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial #: (B)(4), ubd: 28-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Update: the type of report was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The company representative clarified the physician¿s name who first reported the event to them. The physician was using a model 8840 clinician programmer when the priming bolus was not performed after the dye study. The serial number of the clinician programmer and version of the software regarding the software card that used at the time of the event was unknown. It was unknown if the priming bolus was missed in error or if it was intentionally skipped. Factors that may have caused / contributed to the missed priming bolus were unknown. Regarding the patient¿s increased spasticity and pain prior to the dye study, the cause of the symptoms had not been identified. It was noted that the physician stated that the dye study did not show any issues with the catheter. On (B)(6) 2019 the physician opened up the pump pocket and no obvious issues were noted with the catheter. The pump was interrogated prior to surgery and no motor stalls or alarms were noted in the logs. The cause of the symptoms was unknown; however, it was further reported that the physician thought that the position of the pump over the patient¿s hip bone had maybe caused the catheter to intermittently kink at times, so she moved the pump higher. This was done on (B)(6) 2019 when they also opened the pocket. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_prog, lot/serial#: unknown, implanted: n/a, explanted: n/a, product type: programmer, physician, ubd: n/a, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 1500 mcg/ml of baclofen at 460.2 mcg/day via an implantable pump. The indication for use was not provided. It was reported the patient had been experiencing some increased spasticity and increased pain so the healthcare provider did a dye study on (B)(6) 2019 and a priming bolus was not performed afterwards. It was reported that "everything looked fine with the dye study." It was reported that the patient was worse on the day of the report, (B)(6) 2019, and was having worse withdrawal symptoms. Technical services reviewed the time it would take for the catheter to fill-up again following the dye study with no priming bolus (approximately 16 - 19 hours). It was reported the patient began experiencing the increased spasticity and pain about a week earlier, relative to (B)(6) 2019. No further complications were reported or anticipated.